Event description:
A pt was treated with hyalgan due to arthritis in the knee. A few hours after the first injection, the pt developed a deep vein thrombosis in the femoral vein just above the left knee. The thrombosis was verified by ultrasound. The pt recovered with sequelae after a few weeks.